Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, while the heartstring iii proximal seal system was being handed to the surgeon, the unit broke. No further info is available regarding the specifics of the malfunction and how the unit broke. A new kit was opened to complete the procedure. It is unk whether there were any patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. A visual inspection revealed that the delivery device was returned separate from the loading device. The green slide lock and the white plunger were not depressed on the delivery device. The seal was curled up and stuck in the loader. There was no evidence of blood. Based upon the visual observations, the reported complaint "unit broke" could not be confirmed. If the unit broke when it was handed to the surgeon, the seal would not have been stuck in the loading device. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).